Event description:
During decontamination of a small vessel tray, the nurse's aide noted that one jaw of the jacobson mosquito clamp was broken. The instrument/clamp had been part of the tray that was previously used in a left carotid endarterectomy procedure. The surgeon was made aware. Although the clamp may not have been used during procedure, as a precautionary measure, the surgeon ordered an x-ray of the pt's left neck. The x-ray results were negative for any foreign object.